Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box and alarm history showed evidence of the cs 064 call service alarm. During the investigation, the pump alarmed with ¿cs 064¿ alarm when attempting to complete the rewind step therefore the initial call service alarm complaint was duplicated during the investigation. The pump¿s was opened and it was observed that there was a frozen motor drive. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks, the display screen was dim and discolored and the pump casing was cracked between the case seal and the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).